Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, maxzero, leakage. The following information was provided by the initial reporter: while attaching infusions, leakage int the connection was observed. During use. Additional information: no patient was harmed.